Manufacturer narrative:
The device has not been returned for review, therefore its condition cannot be described. The device was used for treatment. No applicable patient history is available for review. Compatibility of the devices is unknown. A complaint history search cannot be performed as the product item/lot numbers are unknown. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10 -6 or better. Therefore, it is not suspected that the zimmer device caused or contributed to any patient infection. A definitive root cause for the reported event cannot be determined with the information provided.

Event description:
It is reported the patient was revised due to infection.